Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the user experienced hyperglycemia, with a reported peak blood glucose of 400 mg/dl and device alerts for glucose above 300 mg/dl for over 90 minutes; a system check showed no visible leakage at the pump or infusion site, the user replaced the short tubing for the contact detach set, and resumed pump therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management at home without medical intervention, use of subcutaneous insulin by manual injection as back-up therapy, and subsequent return of glucose to 145 mg/dl. Investigation included guided troubleshooting and user education regarding infusion set and tubing replacement and monitoring. Investigation of this case revealed no confirmed device malfunction or site leakage, with resolution after tubing replacement and continued pump therapy, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.